Event description:
The medical team in (B)(6) had an impella cp support that was ongoing with signs of hemolysis. The plasma free hemoglobin (pfhg) levels were high as was bilirubin levels. The team assessed pump position and began dialysis care for the renal issue. The patient's impella support proceeded til the patient expired from underling colon ischemia.

Manufacturer narrative:
The investigation is on-going at this time. No product has been returned yet for investigation. Upon completion of the investigation, a final report will be filed.

Manufacturer narrative:
The impella pump was returned for benchtop analysis and hemolysis testing. When the pump was returned there was adhered biomaterial. When the biomaterial was removed the pump performed and passed benchtop hemolysis testing. The root cause of the hemolysis was the patient condtition and ingression of the biomaterial. The failure mode will be monitored and trended.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2022-01524 was provided in sections b2, b5, d6a, d6b, h1, and h6.

Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.